Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly was difficult to prime while the healthcare professional attempted to retrieve the tissue sample. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was confirmed for self-activation, as the top slide released during functional testing and the drop test. Upon disassembly, it was noted that the cannula tangs did not have enough space to fully lock into position; therefore, the investigation was also confirmed for the reported failure to prime. It was possible that the poor cannula tang engagement contributed to the reported event. Additionally, per the reported event details, the device was dry fired outside of the patient. The IFU (instructions for use) states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event.

Event description:
It was reported that during a biopsy, the device allegedly was difficult to prime while the healthcare professional attempted to retrieve the tissue sample. There was no reported patient injury.